Event description:
On feb 19, 2008 the lay pt contacted lifescan (lfs) alleging that his one touch ultra 2 meter displayed the apply sample message. The medical affairs specialist (mas) was unable to contact the pt by phone to obtain additional info and classified the complaint based on customer care advocate (cca) documentation. The pt said, the product issue first occurred in 2008, at approx 1:00 pm. The cca noted that the pt was unable to get a result; he tests very frequently and takes insulin ( type, dose, schedule not provided). The pt was sweaty, felt low and frantic after the issue started. He ate food and/or drank beverage. The cca was unable to complete troubleshooting because the pt did not have test strips. The pt's products were replaced. The complaint is reported because pt alleges, that the lfs product prompted the apply sample message and afterward, he experienced symptoms that suggested hypoglycemia. He claims he treated himself with food and/or beverage.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.